Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a screwdriver broke off while implanting screws. The patient did not retain the tip of the screwdriver and there was no reported patient harm or delay of surgery.

Manufacturer narrative:
Added information to h6: component codes, type of investigation, investigation findings, investigation conclusions: this follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1) returned polaris driver (pn 14-500185) for the failure of tip fracture. Medical records were not provided for review. Device evaluation: visual inspection revealed item 14-500185 has a fractured tip and item 2000-9061 has a deformed/twisted tip. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use, or use of the driver as a removal tool. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tip of a screwdriver broke off while implanting screws. The patient did not retain the tip of the screwdriver and there was no reported patient harm or delay of surgery.